Event description:
It has been reported to philips that the system was not switching on. There was no harm reported. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions identified that the host computer was not booting up. It was confirmed that the host pc needs to be replaced. As per the field service engineer (fse), even though the host pc was found to be faulty, the system is at eol (end of life). Philips has supplied a quotation to upgrade the system, however, the quotation has not been approved. At this time, no further information could be obtained from the customer. The codes were updated based on the investigation outcome.